Event description:
It was reported that leakage was found at the hub of the introducer needle during insertion. The user confirmed a crack on the hub. Another introducer needle was used. No problem in placement of the catheter.

Manufacturer narrative:
(B)(4). The customer returned one introducer needle for evaluation. The returned needle contained signs of use in the form of biological material. Visual examination revealed multiple large cracks in the hub. The needle hub was functionally tested by attaching a lab inventory ars filled with water to the needle hub and then depressing the plunger to expel the water. Water exited the needle bevel and the cracks in the needle hub. A device history record review was performed and no relevant findings were identified. The reported complaint that the introducer needle was cracked was confirmed by complaint investigation. The returned introducer needle hub contained multiple cracks. A device history record review was performed and no relevant manufacturing issues were identified. Further investigation of this issue is being conducted under a CAPA (corrective action not yet implemented). The CAPA failure investigation indicates that the probable cause is design related.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that leakage was found at the hub of the introducer needle during insertion. The user confirmed a crack on the hub. Another introducer needle was used. No problem in placement of the catheter.